Event description:
Customer called for assistance with a routine glucose control test and reported device = 325 mg/dl without applying control solution to the strip. Customer stated turung the device off and on again and device = 27 mg/dl without applying control solution to the strip again. Customer stated when examining the optic lens, there was moisture in the optic area of the device. No treatment was received. A request was made for return product and replacement product was sent.